Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device indicated shorting/low impedance in the hybrid. Analysis confirmed a no telemetry and no output condition. Initial measurements determined that a high current drain condition was the cause of the premature battery depletion. The reported no telemetry and no output condition was a result of the depleted battery. After the device sat unbiased for 24 hours, an external supply was applied to the device and nominal current drain was measured. The stacked chip scale package (scsp) was optically inspected. Copper trace anomalies were noted between the several groups of exposed traces in the scsp substrate. Electrical shorts consistent with the location of the anomalies were simulated on a system breadboard (sbb). The simulation of shorts between two of these traces resulted in higher than nominal current drain consistent with the battery depletion.

Event description:
It was reported that following the first device check after implant the patient felt pain over the pocket for three days. It was also reported that approximately nine months post implant a scheduled remote transmission failed, and a manual transmission also failed. The patient came to the clinic and two other programmers were tried but there was no contact with the device. A magnet was also applied with no response. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.